Event description:
The customer reported the generation of erroneous low patient result for sodium on their dxc 800i clinical chemistry analyzer. One erroneous patient result was reported out of the laboratory and later corrected upon repeats. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the result for this patient sample.

Manufacturer narrative:
The customer evaluated the dxc 800i clinical chemistry analyzer and found a defective sample probe. The customer replaced the sample probe assembly to resolve the issue. The beckman coulter internal identifier is (B)(4).